Manufacturer narrative:
This report is submitted on july 8, 2022.

Event description:
Per the clinic, the implant was incorrectly placed at the initial implantation. The device was re-positioned on (B)(6) 2022. The implant remains in-situ.